Manufacturer narrative:
The device was returned to olympus for evaluation, and the reported failure of no light/image was confirmed. In addition, the probable cause was due to intermittent flickering when manipulated. A root cause could not be identified. Based on the results of the investigation, the probable cause of this complaint is due to intermittent flickering when manipulated stress and component failure. The most probable cause of this complaint is component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during preparation for use, the endoeye flex deflectable videoscope had no light/image. There was no patient involvement in this reported event.